Event description:
Report received of an independent rate change. The device was programmed to deliver 1000ml of d5w with 40meq kcl at 50cc/hr. After an unspecified length of time, the nurse hung a new 1000ml container and it was unspecified if the total volume to be infused was reprogrammed. The customer contact reported that approximately 2 1/2 hours later, the nurse noted the pump had defaulted to 1.1ml/hr. The nurse reset the device and it reportedly audibly alarmed "occlusion" and "defaulted to 1.1cc/hr again." The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects, and no medical interventions were required. Though requested, no additional info was provided.